Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the end-user reported they were hospitalized with hyperglycemia (bg 900 mg/dl) after treating for false low bg levels attributed to cgm inaccuracies. The end-user was admitted, treated with intravenous insulin, and discharged on (B)(6) 2025 with no reported long-term effects.